Manufacturer narrative:
(B)(4).

Event description:
During the cuff test, the inflated cuff was not able to be deflated completely. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed using a syringe 15cc of air was applied to the cuff and it was noticed that inflation and deflation were difficult. A visual inspection was performed and it was observed the inflation line tubing had collapsed inside the lumen of the tube. The failure mode cuff wont inflate was confirmed. Based on information from complaint tracking system, complaint sample and manufacturing controls, the following facts are concluded: the failure ¿cuff won¿t inflate¿ was confirmed in sample received for evaluation. (B)(4) was initiated to address air restriction issues. Information has been added to the database and trends will continue to be monitored.